Manufacturer narrative:
(B)(4). Pump passed the displacement. Pump received with broken battery tube threads and broken reservoir tube lip.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 7 mmol/l. The customer states the large part of the pump has broken off around the reservoir compartment. The insulin pump will be returned for analysis.